Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on 01/22/2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Upon starting the unit, the receiver was observed to be perpetually rebooting. The data log could not be retrieved due to continuous re-initialization and data log review could not be completed. The unit could not be run on the functional tester because the receiver was perpetually rebooting. The receiver case was opened for interior inspection and passed inspection. The reported event of intermittent audio could not be confirmed. A root cause could not be determined.